Event description:
It was reported that an implantable neurostimulator had not helped the patient for about six months because her interstitial cystitis was getting worse. It was noted that the patient thought that the therapy was not improving the symptoms because of the interstitial cystitis getting worse. It was reported that the patient was having botox on (B)(6) 2013 and every three months. It was noted that the patient also had pelvic pain. The reporter stated that there was a loss of therapeutic effect and the patient had no stimulation sensation. Additional information stated the patient still had concerns and had not sought further help. Additional information received reported the patient asked to speak with someone else. The patient reports she lives with pain all the time and the patient was urinating all the time. The patient reports she was never told that one stimulator was disconnected. The patient reports not remembering a lot because they were in pain. The patient reports the healthcare provider always sends them to contact manufacturer. The patient reports urinary symptoms have been worse the past 2 weeks. The patient reports on (B)(6) having a bladder surgery, where they burn off the sores with the bladder. The patient reports seeing the healthcare provider in april. The patient reports the healthcare provider did not check stimulator and does not check unless the patient asks. The patient reports not wanting to drive to see the healthcare provider that the traffic was bad but she will call. The patient was asking what happens if the stimulator no longer working, do they leave them in or what? The patient asked how long they last. The patient states she was very upset , she has an interstim put in to help so the patient could urinate more. The patient reports she changed her batteries and last night she noticed the programmer on the right side was not working. The patient shows having one stimulator that was active and one inactive in manufacturer system. The patient reports changing programmer batteries every 2 months. The patient reports she has a problem holding the urine. The patient reports it has been about 2 weeks now since she has been having returned symptoms. The patient reports having a lot of infections because the patient has pelvic pain and ic (interstitial cystitis). Last night the patient tried to use the programmer. The patient reports she was getting the question mark on the programmer. The patient was using the antenna on the programmer while trying to communicate. The patient reports she does not usually feel stimulation. The patient reports yesterday was the first day she saw the question mark on the programmer. The patient was still getting the question mark after unplugging and retrying. The patient states she was going on (B)(6) to have botox done. The patient reports the other side was ok. The patient reports she has a stimulator on her left side and a stimulator on her right side and has a programmer for each side. The patient was asked to put away the programmer she was using that was not working and try the other programmer. The patient reports she has two, one for the left and one for the right. The patient was asked to try the other programmer. The patient reports it was working and it reads 1.1 on program 4 and the patient does see the lightning bolt. The patient reports she can increase or decrease. The patient reports she does not want to increase stimulation because then it hurts. The patient reports the left side was not working. The patient wants to know why. It was reviewed one stimulator was showing inactive or has been removed from patient. The patient reports but the right side was working. It was reviewed the patient would only want to be using one programmer for one stimulator and one stimulator was showing inactive. The patient asked why has the healthcare provider not informed her that she only has one stimulator. The patient was asked if they was talking about the trial being one for left and right. The patient reports no. When they did the implant she had one for the left and one for the right. It was reviewed the patient had one implant in may and then had one put in september. The patient reports she has always had two sides working until now and the patient had two different cards. The patient reports she does think the healthcare provider knows. The patient reports every time she would ask for someone to adjust it they wouldn't know what to do. The patient reports she does think healthcare provider know what to do. The patient wants to know how come her healthcare provider would not tell her that one was discontinued and one was working. The patient reports her right side was working but the left side was not. The patient has the setting on 1 and if the patient goes to 3 it is too much vibration. The patient was asked if 1.2 was too much. The patient was asking if the one stimulator was working both sides? The patient asked to speak to someone else.

Manufacturer narrative:
Product event summary: reviewed and confirmed / updated rfr, hazard, and conclusion codes. A good faith effort for follow-up was completed. The information in the file was sufficient to evaluate and investigate because pain was reported, which is a known event. However, there was also insufficient information because the event resolution is unknown. The device remains implanted. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required for the device. The event was reviewed for previous investigations and none applied. The event was reviewed for known inherent risks listed in product labeling and event applies to known event trend pain. Reviewed for escalation to ncet and escalation was not required. There were no remedial actions taken as a result of the event. Event was related to normal or expected complications or performance as disclosed in product labeling. The investigation of the device is inconclusive because of insufficient event information. Concomitant products: implanted: (B)(6) 2011, product type implantable neurostimulator; product ID 3889-28, lot # v710575, implanted: (B)(6) 2011, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3058, serial # (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator; product ID neu_unknown_prog, unknown programmer; product type programmer, physician. (B)(4).